Event description:
It was reported that during a spinal cord stimulator (scs) implant procedure, the patient was coded on the table. The procedure was aborted. The physician believed that this was not device related. The patient had recovered and was doing well.